Event description:
Device checked after implant and noise was noted on both the atrial and ventricular channels. Patient was moved to a new room and noise continued. The device was explanted and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.